Manufacturer narrative:
The initial medical device report was submitted ¿ (2938836-2015-03232). Correction: lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the device was unable to be interrogated with two different programmers. Premature battery depletion was suspected. The device was explanted and replaced. The patient was in stable condition post-procedure.